Event description:
It was reported to boston scientific corporation that during an anterior repair procedure using an uphold vaginal support system, the needle, with a bit of suture, detached as the physician was making his third throw attempt of the first leg through the patient's left sacrospinous ligament. The needle, with a bit of suture, reportedly detached inside the capio cage. The physician completed the procedure with another uphold vaginal support system with no complications to the patient. The patient is reportedly in her 70's and her condition at the conclusion of the procedure was fine.

Manufacturer narrative:
.